Event description:
It was reported to medtronic minimed that the customer experienced pump error 35-a broken force sensor was detected during seating or regular delivery. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed. Customer reported a critical pump error 35 other than the open book image error or critical pump error 24. No harm requiring medical intervention was reported. Mmt-1884l was requested and the device was returned. The customer will discontinue the use of the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump was received with a critical pump error (open book image) alarm after battery installation. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. Successfully downloaded the trace and history files using thump. On adapt, the main error log reveals there were three (3) consecutive critical error handling pump error 35 (linenumber 65535 filenumber 65535) alarms and the third consecutive alarm that was triggered caused the critical pump error (open book image) alarm due to a broken force sensor. The broken force sensor alarms generate 3 errors on the first occurrence and then the pump is not usable to the user. Pump was cut open to perform visual inspection and found corroded pcba1, pcba2, and force sensor. Moisture damage was found on the motor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: minor scratched display window, scratched case, cracked battery tube threads, cracked case at the battery tube side, stained keypad overlay, pillowing keypad overlay, and cracked keypad overlay at the select button. Please see below for the pump error(s)/alarm(s) noted 2 days prior to the event date 22-sep-2024 in the pump history file. (B)(6) 2024 20:30:00.000 alarmalertnotification (40). Faultnumber: brokenforcesensorerror (35). (B)(6) 2024 20:40:00.000 alarmalertnotification (40). Faultnumber: brokenforcesensorerror (35). (B)(6) 2024 20:41:05.000 batteryremoved (55). (B)(6) 2024 20:41:05.000 alarmalertnotification (40). Faultnumber: batteryremoved (84). (B)(6) 2024 20:41:34.000 batteryinserted (44). (B)(6) 2024 20:41:34.000 alarmalertnotification (40). Faultnumber: failedbatttest (58). (B)(6) 2024 20:41:34.000 batteryremoved (55). (B)(6) 2024 20:41:34.000 alarmalertnotification (40). Faultnumber: batteryremoved (84). (B)(6) 2024 20:41:34.000 batteryinserted (44). (B)(6) 2024 20:41:34.000 alarmalertnotification (40). Faultnumber: failedbatttest (58). (B)(6) 2024 20:41:36.000 batteryremoved (55). (B)(6) 2024 20:41:36.000 alarmalertnotification (40). Faultnumber: batteryremoved (84). (B)(6) 2024 20:43:29.000 batteryinserted (44). (B)(6) 2024 20:43:29.000 alarmalertnotification (40). Faultnumber: failedbatttest (58). (B)(6) 2024 20:59:09.000 batteryremoved (55). (B)(6) 2024 20:59:09.000 alarmalertnotification (40). Faultnumber: batteryremoved (84). (B)(6) 2024 21:00:11.000 batteryinserted (44). (B)(6) 2024 21:00:11.000 alarmalertnotification (40). Faultnumber: failedbatttest (58). (B)(6) 2024 21:00:12.000 batteryremoved (55). (B)(6) 2024 21:00:12.000 alarmalertnotification (40). Faultnumber: batteryremoved (84). (B)(6) 2024 21:00:28.000 batteryinserted (44). (B)(6) 2024 21:00:28.000 alarmalertnotification (40). Faultnumber: failedbatttest (58). (B)(6) 2024 21:00:35.000 batteryremoved (55). (B)(6) 2024 21:00:35.000 alarmalertnotification (40). Faultnumber: batteryremoved (84). (B)(6) 2024 21:00:47.000 batteryinserted (44). (B)(6) 2024 21:00:47.000 alarmalertnotification (40). Faultnumber: failedbatttest (58). (B)(6) 2024 21:05:15.000 batteryremoved (55). (B)(6) 2024 21:05:15.000 alarmalertnotification (40). Faultnumber: batteryremoved (84). The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Failed battery test alarm was expected due to the customer's battery inserted on a battery change does not have sufficient voltage. Pump error 35 confirmed. Failedbatttest (58) not confirmed. Unable to perform the required testing due to critical pump error (open book image) alarm. Critical pump error (open book image) alarm confirmed due to pump error 35 alarms. Critical pump error (open book image) alarm and pump error 35 alarm confirmed due to corroded force sensor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.